Event description:
It was reported on a customer complaint form that during an ipp implant surgery the keith needle broke in half. It was indicated that the needle was pushed out of the furlow inserter tool through the tip of the penis and when the physician clamped onto the needle to pull it out the needle broke. The physician was able to use another needle to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Common device name from penile prosthesis to device, impotence, mechanical/hydraulic PMA/510(k) from k821628 to n970012.